Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had worn a pod for less than an hour both the needle and the cannula had not deployed upon initial activation.

Manufacturer narrative:
Investigation of the download data from the returned pod showed that the pod delivered 0 pulses and was in pod state 14. The pod did not complete the activation process.

Manufacturer narrative:
D4 device serial number changed from: (B)(6) to (B)(6).d4 d4 - unique identifier (UDI) # changed from: (B)(4) to (B)(4).